Event description:
It was reported that the patient with this pacemaker had palpitations. Data analysis was requested. It was found that there were two episodes of inappropriate atrial tachy response (atr) events due to farfield oversensing. Reprograming options were recommended. The patient was also referred to their physician for further discussion about the palpitations. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
The device was not returned for analysis since it remains in service; therefore, a technical analysis could not be performed. A risk review was completed and confirmed that the event of oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.